Event description:
On 7/24/97 the pump and cylinders were removed from the patient, leaving the reservoir in place. An entire device was implanted. On 5/16/97 the ipp device was removed from the patient and replaced because "one cylinder would not deflate and pump exhibited unusual pumping characteristics, appeared to not hold pressure - asymetrical distal tip, right and left cylinder." The previous reservoir was also explanted at this time.